Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
Related manufacturer reference number: 3006705815-2022-00809. It was reported that the leads migrated. As a result, surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional information: section e: based on new information, information submitted in earlier report has been updated. H6 - health effect - clinical code: based on new information, code has been updated. H6 - health effect - impact code: based on new information, code 4610 has been removed.